Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that their left side started to shake and they couldn't do anything with that hand. Steps taken included seeing if a rep could come see them. The issue is not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient programmer was lost/stolen and the patient was unsure if the device was dead or turned off. A new patient programmer was sent. No symptoms or complications were reported or anticipated.